Event description:
Medtronic received information that this transcatheter bioprosthetic valve was placed valve-in-valve into a stenotic edwards magna model 3300 valve (serial unknown). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).